Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer stated that they had a leak in the infusion set three weeks ago, had high blood glucose, and were treated by changing out the set and using the insulin pump to come down. The customer reported another leak today causing elevated blood glucoses. The customer stated that the quick release was tightly connected. The customer informed that the insulin pump was not dropped with set in place. The insulin pump will not be returned for analysis.